Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly and the instrument jammed. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.